Manufacturer narrative:
Additional information added to the event description, type or reportable event corrected to malfunction, device information updated. Update (B)(6) 2020: the surgeon provided additional information via the sales representative. He believes the mating device, patella milling clamp assembly, was the likely cause of this event and the sharp object that caused his wound. His wound did not require medical attention. After cleaning his hand and changing his glove, he completed that surgery successfully and performed other surgeries throughout the day. The surgeon is not returning the patella milling clamp for investigation. Update to the event indicates that the subject device for this complaint has changed and that the surgeons' wound did not require medical attention. Therefore, the reportability decision for this event is being corrected to malfunction.

Event description:
Locking mechanism was too weak so the device spun out and cut open surgeon's hand. Case was completed successfully with a 5 - 10 minute delay. No additional information is available. Update (B)(6) 2020: the surgeon provided additional information via the sales representative. He believes the mating device, patella milling clamp assembly, was the likely cause of this event and the sharp object that caused his wound. His wound did not require medical attention. After cleaning his hand and changing his glove, he completed that surgery successfully and performed other surgeries throughout the day. The surgeon is not returning the patella milling clamp for investigation.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Locking mechanism was too weak so the device spun out and cut open surgeon's hand. Case was completed successfully with a 5 - 10 minute delay. No additional information is available.